Manufacturer narrative:
(B)(4).

Event description:
It was reported the PICC line was inserted under normal conditions in radiology with no complication. When the radiologist attempted to peel the sheath off the catheter, the peel-away sheath was difficult to remove from the catheter and snapped into two parts. They checked the two lengths to ensure no plastic from the broken sheath was left inside the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing a peel-away catheter and a sticker label. Visual analysis revealed that a portion of the peel-away had separated from the extrusion. It was also noted that the peel-away sheath was split completely down the score line. A device history record review was performed, and a relevant finding was identified. Non-conformances were initiated for batches 34c20e0216 and 34c20g0295 to address the issue of a peel-away sheath tearing incorrectly. The IFU provided with the kit informs the user, "grasp tabs of peel-away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length". Based on the customer report , the customer supplied images, and the relevant findings in the DHR, it was determined that manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the PICC line was inserted under normal conditions in radiology with no complication. When the radiologist attempted to peel the sheath off the catheter, the peel-away sheath was difficult to remove from the catheter and snapped into two parts. They checked the two lengths to ensure no plastic from the broken sheath was left inside the patient. No patient harm reported. The patient's condition is reported as fine.